Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. For two days the patient had manifestations of abdominal pain, fever, diarrhea, and turbid effluent. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotic (dose, route, frequency, and duration not reported) for peritonitis. Action taken with therapy was not reported. Two weeks after antibiotic therapy, the patient recovered from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.